Event description:
Customer states her batteries are not charging. The light on the charger comes on but the charging light does not come on. The provider states the battery on the lift will not work. The provider states the batteries will not register any voltage with the volt meter for the provider to troubleshoot the controller that, per tech, the controller may be the issue. After additional troubleshooting, the end user took the batteries to a shop and had the internals refurbished as well. This may be why, according to the provider, the batteries will not register.